Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization and treatment with IV insulin and fluids. This situation can result in acute metabolic decompensation requiring inpatient care and is consistent with the reported treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data did not show hyperglycemia on the reported event date; instead, cgm data showed jittery low glucose readings with repeated brief sensor issue alerts followed by sensor failure, which is consistent with inaccurately low cgm readings that may result in insufficient insulin delivery. This is supported by the user¿s extremely elevated blood glucose upon admission and reported high ketones. Based on available information, no ilet malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as high as 1200 mg/dl, resulting in hospitalization. The user was treated with IV insulin and fluids and remained hospitalized for monitoring. The outcome at the time of reporting was ongoing hospitalization.